Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she was experiencing itchiness under the sensor adhesive, and upon removal the patient noticed a rash in the shape of the sensor adhesive area, which occurred on (B)(6) 2011. The patient spoke with her physician about the rash. The physician indicated that the patient should use hypoallergenic tapes with the sensor, and no further medical intervention was required. At the time of the call to dexcom technical support, the patient reported to be in fine condition.